Event description:
It was reported that during a procedure using a multifix p device, the end of the screw tip broke off while being inserted into the bone. The surgeon abandoned the broken piece in the bone and drilled a new bone hole to complete the procedure with a backup device. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
The visual evaluation of the returned device showed it was broken at the distal end. The device broke at the die. The anchor body was not received. The die was inspected under a microscope (2x) and the die was slightly tilted to the side which indicates it broke at an off angle. The multifix p device is a single use device therefore a functional test cannot be performed and the failure cannot be replicated. Per complaint description, the anchor broke during impactation. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: incorrect alignment of the device and bone hole during insertion. Incorrect bone preparation. Bending or twisting the inserter handle during and/ or after insertion may result in damage to the implant or incomplete insertion. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Based on our visual inspection, root cause for the broken device may be due to levering the device or off angle of the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.